Event description:
It was reported by the patient that they were experiencing pain at the implant area and could not sleep well at night. At a clinic visit, the patient was told that the device had moved down a little but the lead position was fine. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had again been seen in the clinic and the device function was normal, no anomalies were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).